Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal 2, xt-r. Guide cath: launcher 6f jl.3.5, corsair. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the rx mini trek dilatation catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion, such that the balloon ruptured upon third inflation at 10 atmospheres (atm) which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for balloon ruptures for this lot. Although the device was not returned for analysis, based on the information received with this complaint, the reported balloon ruptures appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the trek balloon catheter ruptured upon its third inflation at 10 atmospheres after 20 seconds. A different sized trek catheter was therefore used to pre-dilate the distal circumflex artery. Vessel and lesion site were characterized as being mildly tortuous, heavily calcified, concentric, de novo and 100% stenosed. The procedure was completed with balloon angioplasty and a stent was not deployed at the lesion site due to the vessel being thin. No adverse patient effects were reported. No additional information was provided.